Manufacturer narrative:
(B)(4).

Event description:
It was reported that "needle bent while inserting. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related issue. The customer did provide photos that appear to show two bent epidural needles. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "needle bent while inserting. There was no reported patient harm or consequence."